Event description:
In 2008, the home pt's spouse contacted a baxter technical svc rep (tsr) regarding a system error 2240 (air in line) alarm that appeared on the display of the home pt's homechoice machine during dwell 4/5 of their automated peritoneal dialysis therapy. The home pt (hp) left a clamp open on the unused supply line causing the error. The tsr had the hp cycle power to clear the error and disconnect using aseptic technique. The tsr advised the hp to contact the peritoneal dialysis nurse regarding missed therapy. No pt injury or medical intervention was indicated at the time of the initial report. On the following month, a f/u call to the peritoneal dialysis nurse indicated she was aware of the 2240 alarm. The nurse stated that the pt is fine but was diagnosed with peritonitis on original month. The pt had abdominal pain and was admitted to the ER briefly and was discharged the same day after being given a loading dose of antibiotics (type unspecified). The nurse believes the cause of the peritonitis was touch contamination as the pt cultured positive for staphyloccocus epidermis. The pt told the nurse he had "gotten sloppy" with his therapy. The pt was retrained on proper procedure. The pt has since recovered from the peritonitis. Further info was not available.

Manufacturer narrative:
The sample was discarded.